Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported difficult or delayed positioning (chordae was grasped along with the leaflet). The reported migration of partial clip movement appears to be related to the chordae being grasp with the leaflet. The reported patient effects recurrent mr and tissue injury appear to be related to the migration (partial clip movement). The dyspnea is a cascading effect of the recurrent mr. Mr, tissue injury, and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical interventions were results of case specific circumstances as the patient returned to the hospital and another clip was implanted. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes added: h6 medical device problem code: 1157.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Two xtw clips were implanted successfully, reducing mr to grade 2-3. On (B)(6) 2025, the patient returned with dyspnea, recurrent mr grade 4 and one of the xtw clips (lot: 40626r1077) partially detached from the posterior leaflet. It was grasping partially chordae and partially the leaflet. Imaging from index procedure was reviewed and it was noted that chordae was included in the posterior grasp which was thought to be the cause of the partial detachment. A new flail on the lateral p2 segment was also observed. A xt (lot: 41009r1043) was then implanted lateral to the original clips at the location of the flail segment. After deployment, all three clips were stable and mr was reduced to grade 2-3.